Event description:
This lead was capped and replaced due to noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2017 - the shock portion of this lead is still active. On (B)(6) 2017 the pace/sense portion of this lead was capped due to noise and a new pace/sense lead was implanted.